Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the dial indicator ring was cracked, the adjustment ring knob was pitted, and the knob screws were stripped. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.